Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the driver broke during screw insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Product analysis :visual review confirms disassembly of instrument component retaining pin missing and not returned for evaluation. The age of the instrument (approximately 5 years) suggests this is not an acute manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.